Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture however, there is no evidence of pacing inhibition. It was noted that tachycardia therapy was deactivated due to a non-boston scientific right ventricular (rv) lead issue therefore, the lv is only pacing. At this time, the lv lead remains in service. No adverse patient effects were reported.